Event description:
Healthcare professional reported, infection. Later, healthcare professional confirmed, that there is no infection. "Event was caused by foreign body" refers to capsular contracture, baker grade ii. Additionally, healthcare professional reported, rupture. The device remains implanted. This relates to the left side.

Manufacturer narrative:
Asr/psr date submitted: 01/21/2016. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.